Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the tip of the guidewire broke off and was left in the patient.